Event description:
Additional information was received stating that the cause of the resistance was due to the stent. After replacing this with one of the same model, the resistance disappeared. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after full hydration, when it was introduced into the stent introducer sheath, there was great resistance. After entering the phenom21, the resistance was even greater and it could not be pushed. After removal, the resistance was still great when it was pushed in vitro. After replacing it with another product of the same model, the problem was solved. There was resistance during preparation. The stent was able to be pushed out of the sheath. There was resistance in the sheath and proximal section of the catheter. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a ischemic stroke in the left middle cerebral artery m1 segment. Baseline national institutes of health stroke scale (nihss) score was 12, post procedure 4. Tici score post procedure 2b. IV tissue plasminogen activator (tpa) was not contraindicated. There were two passes with the device. It was noted the patient's vessel tortuosity was minimal. Stroke onset to reperfusion time was 120 minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.